Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The devices were misfiring the clips and the devices were difficult to remove from the trocar. The trocar and devices were removed at one time due to the jaws being stuck open. Another device was used to complete the case. There was no adverse consequence to the patient.